Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was 500 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer states that they do not know if the leak is past the first or second o-rings. The customer stated that they had already disposed of the used reservoir which was the last of the package. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).